Event description:
Left side siderails would not latch. There were no injuries in this event.

Manufacturer narrative:
Upon complaint review it was determined that false latching or no latching of siderails could result in serious injury and therefore this event will be reported. The technician replaced the left siderail end tube and installed new plastic clips at the lower pivot bolt to resolve the issue.